Event description:
Customer reported that he had unexplained high blood glucose and dka. Customer was taken to the emergency room and was hospitalized. The blood glucose reading was 1500 mg/dl. Customer stated that his insulin pump was alarming motor error and no delivery. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion. No motor error alarms were noted. Unit was unable to prime during prime test due to faulty force sensor. It was unable to performed occlusion and excessive no delivery test due to prime anomaly. Unit had cracked display window corners, display window, battery tube threads and reservoir tube lip.